Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels; bg values were not provided. Causes were not known. Customer delivered a correction bolus via the pump and/or administered insulin via manual injections to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.